Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change out. During procedure, the physician opened the pocket and noted pieces of what appeared to be from a broken lead. Further investigation noted the pieces came from the left ventricular lead when it disconnected for the pacemaker head. The lead's proximal end broke in several pieces, and under fluoroscopy, it appears to had broken at the suture sleeve. The physician said the lead was wrapped tight around the device, which must had caused the suture sleeve to fracture the lead, and when the physician pulled the device out of the pocket, the lead broke apart. The lead was explanted on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
As received, a partial lead was returned in four pieces. The connector portion measured 8.7 cm, middle portion measured 3.9 cm, middle portion measured 7.8 cm, and the middle portion measured 27.8 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.